Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire and unable to squeeze the handle, the device reload would not fire. They used a new reload to complete the case and resolve the issue. There was no patient involved in the event. The devices are expected to be returned for evaluation.